Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the clips did not load properly and the instrument did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.